Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the swan ganz catheter was unable to pace during use. The catheter paced at first, but was unable to pace in the middle of the operation. The operation was closed without exchanging the catheter. It is unknown if the patient had cardiac conduction defect or what kind of surgery/examination the catheter was used. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. A non-edwards introducer was located between 26.3 cm and 37.0 cm from the catheter tip. Continuity testing found that the distal lead wire had an intermittent condition around the electrode, when flexing the tip area of the catheter. Proximal circuit was continuous without any intermittent or open condition. No short condition was observed between the proximal and distal lead wires. A cut down was performed to isolate the intermittent condition and the intermittent condition was found to be at distal lead wire tip. Furthermore, visual examination found that the extension tube of the balloon inflation lumen was completely broken off around the bonding connection to the gate valve and that the catheter body appeared to be wavy. The cross surface of the broken tube appeared to be uneven and rough. Both broken sections appeared to match up. No visible damage to the balloon, windings, or returned syringe was observed. Visual examination was performed under microscope at 20x magnification and with unaided eye. Customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.